Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that an operator's eye was exposed to sample probe cleaner from the dimension exl 200 integrated chemistry system when the operator attempted to resolve a "sample probe cleaner not detected" error. Siemens remotely assisted the customer. The operator observed that the sample probe cleaner tubing was disconnected between the pump head to the sample drain. Without safety goggles, the operator tried reconnecting the tubing and while doing so, the discarded sample probe cleaner splashed into the operator's eye. The dimension exl 200 integrated chemistry system operator's guide warns that all used sample tubing may present a biohazard or chemical hazard, and that safe laboratory biohazard procedures for protection from biohazards and chemicals must be followed when performing maintenance and troubleshooting procedures. The operator was not wearing adequate personal protective equipment, such as goggles, while reconnecting the tubing. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse reconnected the tubing in the sample probe drain port area. Then, quality control (qc) tests were performed, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an operator¿s eye was exposed to sample probe cleaner from the dimension exl 200 integrated chemistry system when the operator attempted to resolve a "sample probe cleaner not detected" error. The operator observed that the sample probe cleaner tubing was disconnected between the pump head to the sample drain. Without safety goggles, the operator tried reconnecting the tubing and while doing so, the tubing slipped out of the operator's hand and the discarded sample probe cleaner splashed into the operator's eye. The operator rinsed their eye and reported experiencing mild discomfort in the left eye, blurred vision, and a burning sensation. The operator visited the emergency room and was given antibiotic drops to alleviate the discomfort. The operator is currently in stable condition and has no signs of pain or infection. There are no known reports of adverse health consequences due to the event.